Event description:
A very small fragment of plastic from the tip of the ge/ulrich spike for CT injection broke off in the saline bag and was being drawn towards the tubing that would be connected to a patient. It was noticed by the radiology tech and the spike/bag/tubing was pulled from the injector. No patient harm. This bag/packaging was discarded however we have 5 1/2 boxes of these spikes (product code xd8132, lot # g014323) and with the touch of a fingernail or other thin object, you can see the tip of the spike fragment off as it did when 'spiked' in to the saline bag. Patient: 4582. Device: 2907; 1069; 2978; 1506. Reference report: mw5187841.